Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected cgm application shut-off occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of an unexpected cgm application shutoff. A probable cause could not be determined via data.